Manufacturer narrative:
The reported complaint of the IV tubing set leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A puncture was observed on the surface of the valve of the first smartsite above the pumping segment. Functional testing found a fluid leak from the punctured smartsite. The root cause of the damage was not identified.

Event description:
It was reported that the IV tubing set leaked.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient's demographics requested, but was not received.

Event description:
It was reported that the IV tubing set leaked.